Event description:
Customer reported that the drain was being milked while emptying, and the drain tubing broke leading to it needing to be removed. Drain was not replaced. One nurse even notes the tubing looked "off". When questioned she said it looked worn, almost like it was old.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
The device history record was reviewed and the lot was inspected and released in compliance with all requirements. Pull tests were conducted on the retained drains within this lot and met the established acceptance criteria. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.